Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t4 reusable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported glidescope titanium lopro t4 reusable serial number (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope titanium lopro t4 reusable does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable, the image was "bad" and "blurry" to the point the physician reported they were unable to intubate. No harm to the patient was reported.